Manufacturer narrative:
As reported, a .018¿ high pressure (hp) 40 4 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter inflated the lesion; but it ruptured at approximately 14 atmospheres (atm). Therefore, it was replaced with another same size high pressure non-cordis balloon catheter and the lesion was inflated without any problems, and the procedure was completed. There was no reported patient injury. The lesion had 90% stenosis on the venous side near the anastomosis of the left forearm shunt. An approach was made with a 4f unknown sheath from a vein. The slalom thrill pta balloon was inserted and advanced along with a 0.018¿ unknown guidewire. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82184952 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 90% stenosis may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018¿ high pressure (hp) 40 4 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter inflated the lesion; but it ruptured at approximately 14 atmospheres (atm). Therefore, it was replaced with another same size high pressure non-cordis balloon catheter and the lesion was inflated without any problems, and the procedure was completed. There was no reported patient injury. The lesion had 90% stenosis on the venous side near the anastomosis of the left forearm shunt. An approach was made with a 4f unknown sheath from a vein. The slalom thrill pta balloon was inserted and advanced along with a 0.018¿ unknown guidewire. The device will not be returned for evaluation as it was discarded.